Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported the non-osseointegration of a dental implant installed in intraoral region #11 it was verified its non-osseointegration. Twenty five ncm of primary stability was achieved and patient presented bone type iii.